Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient's femoral artery. The dcs was then advanced to the aortic annulus, and the valve was deployed in that it was positioned 3 m illimeters (mm) from the non-coronary cusp (ncc) and 3 mm from the left coronary cusp (lcc). After full deployment of the valve, paravalvular leak (pvl) of unknown severity was identified. Subsequently, the attending physician decided to complete a post-implant balloon aortic valvuloplasty (bav) while the patient was rapid paced. As the post-implant bav was being completed, the valve dislodged. After dislodgement, the valve was positioned approximately 15 mm above the aortic annulus. In response, the patient was taken to surgery for explanation of the transcatheter valve and implantation of a surgical valve. Per the physician, the post-implant bav caused the valve to dislodge.